Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and replaced. The single board computer pcb (sbc) was also replaced as part of the service event and system software and calibrations were reloaded. The system was tested and found to be working as intended and returned to service.